Event description:
After hooking up the lead, extension and implantable neurostimulator during surgery, impedances were checked; all were >40,000 ohms. Impedances were checked with the lead alone in the snap lid connector and were found to be normal. The extension was replaced. After surgery, the patient was reported to be doing fine and was getting good stimulation even though the impedance checks were all over 10,000 ohms.

Manufacturer narrative:
The extension has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.